Manufacturer narrative:
(B)(4). Batch # r57d2l. Additional information was requested, and the following was obtained: can you please clarify what is meant by "stapler line broken"? It was stated that the device "got stucked halfway while firing". So does that imply that the staple line was incomplete? If yes, is this due to the partial fire of the device? Or did the portion of the staple line that did fire, fall apart? Or did the firing knob break off of the device after it had been partially fired? If yes, did the firing knob fall into the patient? If yes, was it retrieved? Will it be returning with the device for analysis? If not, was it disposed of? Response: yes, staple line is incomplete as the stapler got stuck halfway while firing. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received unfired, with the swing tab in the unlocked position and the cartridge deck damaged. No functional testing was performed due to the condition of the reload. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The condition of reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The damage to the cartridge is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, stapler got stuck halfway while firing. Staple line broken. There were no patient consequences.